Event description:
The customer reported that the insulin squirts out of the infusionset during the manual prime. The insulin pump is not detecting the reservoir or showing the numbers on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to verify the prime anomaly. Unable to perform the prime test due to the motor error alarm.